Event description:
Following an antegrade superficial femoral artery (sfa) angioplasty, a 6f angio-seal vip was selected for use for the access puncture in the common femoral artery (cfa). Bleeding occurred immediately following deployment and manual compression was held for 15-20 mins. In recovery, bleeding occurred on at least two occasions and manual compression was held for over an hr. The pt was admitted overnight after ultrasound revealed an occluded sfa of undetermined cause. There were no clinically ischemic symptoms and intervention was not required.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the info rec'd, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal device instructions for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.